Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch select meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by reporter that the alleged issue began at an unspecified date and time in the beginning of (B)(6) 2012. The patient stated that she manages her diabetes with oral medications, 500mg of metformin and 5mg of onglyza, and denied making any changes to her usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of "blurry vision" but denied receiving any treatment in response to the symptoms. The cca noted that the batteries did not need replacement. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.